Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsun s23 phone with unknown android operating system. The customer was unable to monitor glucose with sensor readings and experienced symptoms of a loss of consciousness, requiring treatment of "re sugaring" by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported issue, compatibility, was investigated. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the app. The investigation did not identify the app as the cause of the issue as per the user complaint, the user was inquiring about the compatibility of their device and did not raise an issue with the application. Therefore, the reported issue is not confirmed in relation to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.